Manufacturer narrative:
Returned device was received in decent physical condition. The top case was chipped, cracked and most of the plunger assembly was contaminated. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was unable to be duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a forced sensor error. No adverse events were reported.